Event description:
The statview alarm notification system did not annunciate a telemetry system asystole alarm call and that this resulted in a delay in the discovery of the patient's alarm condition.